Event description:
The pt received two leads (from the same lot) as part of his scs trial system. It was reported the pt was taken to the hospital the day after his trial implant for excessive bleeding. The leads allegedly were removed and the pt was sent home. Follow-up identified the pt was stable, the bleeding subsided and no other issues were reported upon discharge.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.